Event description:
An endurant  stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported post the index procedure intervention for a sac enlargement caused by a suspected type ia and/or type ib endoleak was completed using endoanchors and distal fixation. Etcf3232c40ee v31399518 was correctly deployed below the lowest renal and 7mm above the top of the previous endograft fabric. A sensh1828w 00189414 introducer was inserted into the femoral artery after etcf3232c49ee delivery system was taken out. Etlw1616c82ee v31399113 was than correctly deployed as a left distal extension landing just above the left hypogastric. Proper molding with a reliant balloon was done in the proximal, distal and overlap parts. The first 3 endoanchors were delivered without problems but then the hg-16-62-28 became kinked and the applier could not get out from the hg-16-62-28 when curved (even curved just a little), it could only come out when hg-16-62-28 was totally straightened up. A second hg-16-62-28 (same lot number 0012130329) was used however the very same issue occurred so an attempt with another sa-85 system (same lot number 0012197606) was completed, but with the same result. The physician was able to end the procedure delivering the other 5 endoanchors (8 total) bu doing the following: totally straightening up the hg-16-62-28, pushing the sa-85 tip out and only then curving the hg-16-62-28 to get in position. Final angio control was good and no endoleaks were shown.  Per the physician the cause of the endoleaks and guide and applier issues are undetermined. It was noted that vessel morphology was not a cause for the guide kinking as a sheath was used. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unknown endurant graft s/n: unknown; use by date: unknown; upn # unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.